Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter within the fluid pathway. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer reported that the needle was found to be discolored.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-01. H.6. Investigation summary: bd received 1 sample and 7 photos for investigation. The photos and physical sample were reviewed and the customer¿s indicated failure mode for discolored was not observed. The photos and sample show an eclipse needle with excess lubrication on the cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode excess lubrication. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter within the fluid pathway. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer reported that the needle was found to be discolored.